Event description:
A healthcare professional reported that during surgery, the vitreotome did not aspirate at the start of its use. It was replaced immediately. There was no patient impact. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).